Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken plunger head which couldn't be lowered. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available. Correction: describe event or problem. Additional information: imdrf annex a, b, c, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported broken plunger head could not be confirmed through log analysis, and the issue could not be reproduced because the suspect device was not returned for investigation. No suspect device was returned for this investigation; therefore, an external inspection could not be performed. Laboratory testing could not be performed, the incident device was not received for this investigation. A review of the syringe module error logs showed an error code 353.7200.5 (syr plunger position sensor contaminated) occurred on october 27 at 5:26 pm, this could be related to the issue reported. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect (s/n 17649116) on 28 october 2025. The user selected ¿yes¿ to ¿new patient?¿. The profile in use was identified as ¿neonatal¿. At 5:17 pm a guardrails drug infusion was programmed with the following parameters: syringe model: bd 10 ml, volume: 9.8526 ml, drug ID: 74, med: dopamine, drug amount: 80 mg, diluent volume: 50 ml, patient weight: 2 kg. Then the line was primed with the option ¿prime set with syringe¿. Dose was programmed by user as 2 mcg/kg/min. The rate was set as 0.15 ml/h and a volume to be infused (vtbi) of 9.7026 ml. Infusion started with a primary volume infused (pvi) of 0.0 ml. At 5:44 pm the syringe module was channeled off with a final pvi of 0.0655 ml. The bd alaris¿ system user manual (v 12.3.1) states to ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device was reported to have no patient involvement. Root cause: the root cause of the reported broken plunger head was unable to be determined only based on the log review. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had broken plunger head which couldn't be lowered. There was no information on patient involvement.